Manufacturer narrative:
The failed IV set was sent to the contract supplier for evaluation on 03/02/2017. The manufacturer is still waiting for the results and will actively follow up on this investigation.

Event description:
The user reported leakage of an IV set from the base of the drip chamber. No patient harm or injury was involved in this complaint.

Manufacturer narrative:
The manufacturer received the investigation report from its contract supplier on 09/12/2017. The leaking issue was confirmed. The root cause was due to inadequate adhesion process performed between the drip chamber and the hose. The re-training of the operation personnel at the contract supplier site has been enforced on 05/16/2017 to address similar reported issues. (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00060).